Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that condensation accumulated within the colored tubes going to the cap diaphragms and this had a significant impact on the stability of the mean airway pressure (map), while the device was in use on a patient. The customer did not report if there was any harm or injury to the patient, that is currently unknown.